Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a meniscal repair, a meniscus tore and both implants dropped out from the meniscus, when the surgeon pulled the suture to tie the knot after the deployment of t1 and t2. The tip of t1 was broken (please refer to the attached photo). The surgeon thought it might have remained inside the joint if it was not washed away by the perfusate. No patient injury was reported. Customer checked "no" for patient injury however reported "yes" on attached form believing that a piece of peek implant may remain in patient if it was not flushed/irrigated out.